Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring and plunger clamp in the reported problem area of the pipetter assembly. The fse replaced all parts. The instrument was inspected, tested without further problem, and returned to service.